Manufacturer narrative:
(B)(4)

Event description:
It was reported that the twinfix ultra ti 6.5mm anchor became lodged in the bone and could not be fully seated in the bone hole. On inserting the anchor it became lodged in the bone before it was fully seated. The anchor could not be advanced, nor could it be reversed. While attempting to reverse the anchor, the inserter snapped off. There was no report of any patient impact or delay in the procedure associated with this event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Clinical details provided reported that a 3.5mm drill and a dilator were used to prep the insertion site and that hard bone was encountered. The device IFU 10600678 recommends a 5.5 mm spade tip drill in hard bone for site preparation. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Further investigation is not warranted at this time. (B)(4).